Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on valve. Leak test and microscopic analysis was performed which identified: opening crack, delamination (<75% partial separation) and wear abrasion. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Healthcare professional confirmed deflation. Device has been explanted.